Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer report that on (B)(6) 2019, the adc freestyle libre sensor tip filament was left in the arm. The customer experienced a symptom described as warm in the arm and she had contact with a healthcare professional but the filament could not be removed. The customer had an in-home doctor¿s visit on (B)(6) 2019, a levofloxacin (antibiotic) was prescribed for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.